Event description:
The drain had less exudate than a similarity placed device. The drain was removed. It was subsequently determined that the drain was plugged.

Manufacturer narrative:
H-6 conclusion: the product upon which this medwatch is based is anticipated.